Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 01/2024. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure via mid superficial femoral artery, the device allegedly failed the out of the body test. It was further reported that catheter was allegedly broken approximately two cm from the tip of the catheter. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 6s crosser cto recanalization catheter was returned for evaluation. During the visual evaluation, no anomalies were noted in the transducer handle, marker band, and distal tip. A complete circumferential break was noted to the proximal end of the strain relief. No functional testing was performed due to the condition of the device. Therefore, the investigation is confirmed for the break issue as the proximal end of the strain relief was noted to be broken. However, the investigation is inconclusive for the reported activation problem as functional testing could not be performed due to the condition of the device. A definitive root cause for the reported activation problem and break issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2024), g3, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a recanalization procedure via mid superficial femoral artery, the device allegedly an activation problem. It was further reported that catheter was allegedly broken approximately two cm from the tip of the catheter. The procedure was completed using another device. There was no reported patient injury.